Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00035, 3005168196-2017-00036. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician advanced three ruby coils through the lantern delivery microcatheter (lantern) and into the target vessel but decided to retract the coils in order to reposition them. While retracting each ruby coil, the physician encountered resistance and subsequently, all three coils unintentionally detached. Therefore, with each ruby coil, the physician removed the lantern containing the detached coil and then flushed the coil out. The procedure was completed using new ruby coils and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) during the procedure but did not maintain a continuous flush. There was no report of an adverse effect to the patient.